Event description:
Patient's meter kept giving error 4 and error 5 messages. Medical affairs specialist contacted the patient and obtained additional information. Patient stated that the error 4 and error 5 issues had started since this year they were getting a reading "now and then". They also had three strokes this year. Sometimes last week, they were not feeling good. They were shaky and had a headache. Spouse tested their blood glucose and got a reading of 38 mg/dl. Spouse symptoms matched the reading. Spouse gave patient something to drink and tried testing again. Spouse kept getting error 4 and then error 5. Spouse drove patient to the hospital. The ER meter reading is unknown, but it was also "low". They were given some glucose and something to eat. There is no evidence of an adverse event caused by the meter. Patient was already experiencing the low symptoms prior to testing on the meter. The error 4 and error 5 issues were not resolved with troubleshooting. It was discovered that the test strips were damaged.